Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, an infrarenal aortic extension and a suprarenal aortic extension. The patient was compliant with routine follow up computed tomography's (CT) with no endoleaks observed. On (B)(6) 2017 the patient came in emergently with right lower quadrant pain and was found to have a ruptured aneurysm from a type 1b endoleak. The physician implanted two ovation extenders in the right iliac to seal the endoleak. The patient was reported to be well following the procedure. There have been no additional adverse events reported for this patient.

Event description:
Based on clinical's final evaluation, the aneurysm from the patient never got excluded. The implant procedure was terminated early because the patient condition( malignant hypertension) and the persistent endoleak 1b right common iliac artery was seen at 2 months and not treated, and patient ruptured 5 months later. No device related issues were observed.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. It was confirmed that patient had a type ib right common iliac artery with an emergent presentation that contained rupture. Patient had a secondary repair procedure performed on (B)(6) 2017. Patient was in stable condition post op surgery. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the non-excluded of aneurysm at the implant (right common iliac) was related to the premature termination of the implant procedure due to patient condition (malignant hypertension). The most likely cause of the rupture was the non-treatment of the persistent distal loss of seal observed at two month post implant. No device related issues were observed. No procedures related harms detected. The patient was discharged home in stable condition on the third post-operative day. The devices remain implanted in the patient and were not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. (B)(4).